Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited non capture. Upon opening the pocket, both leads were severely twisted together, suspected twiddlers syndrome. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.